Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Delivered with the return kit inside an unknown liquid. Valve is not adjustable.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test: the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein and blood). Based on our investigation, we confirm that the valve is non-adjustable, likely due to the deposits observed inside the valve. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants.